Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated the 10ml diluent syringe on the cell-dyn 1800 analyzer needed to be replaced due to salt build up. A field service representative performed a full preventive maintenance procedure which included replacing the diluent syringe. No impact to patient management was reported.